Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The mother reported via phone call that the customer received a button error alarm while attempting to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The mother stated the insulin pump has been dropped several times. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.